Event description:
It was reported that the patient experienced a surgical procedure to upsize an artificial urinary sphincter(aus) cuff. The 3.5cm cuff caused issues and discomfort so a 4.0cm cuff was implanted and relocated. A patient outcome was not reported.